Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: toshiaki yagami, et al. A case of repairing viabahn that strayed into the vertebral artery during vortec procedure. The official journal of the japanese society of interventional radiology. 2022: 37(suppl.) P.336. The case is a male in his 50s. Total thoracic arch replacement was performed due to the enlargement of the anastomotic aneurysm after bentall surgery for annulo-aortic ectasia. Open stent graft insertion and vortec (viabahn open revascularization technique) were performed at the time of circulatory arrest. Vortec is a procedure to insert and deploy gore® viabahn® endoprosthesis into the aortic branch under direct vision from the lumen of the incised aortic arch. A viabahn device was deployed, and it was found that the proximal end of the device had invaded the vertebral artery. The blood flow to the left subclavian artery was slightly residual due to endoleak. The physician attempted to pull the viabahn device with balloon by expanding it from the inside, but the device did not move. It was decided to treat conservatively on the same day. However, since the patient had a motor disorder due to a decrease in blood flow in the upper left limb after surgery, the authors performed endovascular treatment again. A 6 fr guiding sheath was preceded into the left subclavian artery and advanced to just before the viabahn device. Using biopsy forceps, they attempted grasping and traction. After several attempts, there was no change. However, when pressure stress was repeatedly applied to the viabahn device from the lateral direction, the viabahn device shortened, and the tip was detached from the vertebral artery. Bare stents were placed in the left vertebral artery and the left subclavian artery, respectively. A clear improvement in limb blood flow was obtained. After that, the motor paralysis improved.

Manufacturer narrative:
Added literature article to attachments.